Manufacturer narrative:
Additional, changed, and/or corrected data: d3, g1, h6.

Event description:
Regulatory agency reported "intracapsular rupture" via ansm. This record is for the left side. Device was explanted.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported "intracapsular rupture" via ansm. This record is for the left side. Device was explanted.